Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning including patient anatomy or physician technique, and the cause could not be determined with the available information. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The device was not returned for analysis. However, an image was submitted that showed the capsule separation. Angiographic records/cines were received for review. The fluoroscopic load check images showed a possible misload. The outflow portion of the constrained valve appeared to be tilted in the loaded capsule. Non-uniformity at the outflow portion of a loaded device next to the paddle is a sign of a possible misload. A slight bend in the capsule was also noted. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve is loaded incorrectly, which may have occurred in this event based on the images received. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to aid in loading of the transcatheter aortic valve (tav). The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. The IFU instructs the user to inspect the capsule for a misloaded bioprosthesis under fluoroscopy, and in addition, the IFU instructs to visually and tactile inspect the capsule for a misloaded bioprosthesis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, after three attempts to position the valve in the annulus, the valve and delivery catheter system (dcs) were withdrawn from the patient. It was reported the capsule was completely closed prior to removal. After removal from the patient, when trying to release the valve from the dcs capsule, the implanter was unable to finish release. The capsule broke into two pieces with the valve remaining inside the dcs. A second valve was loaded onto a new dcs and was successfully implanted. No adverse patient effects were reported.